Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device stopped and had low speed was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. Service history record review result is relevant to the current complaint and service process findings. The assignable root cause was determined to be due to component failure. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device failed motor thermistor assessment, safety assessment and had an e5 error on the console. It was noted in the service order that during an unspecified procedure the device stopped working and could turn only at the rate of 8,000 rotations per minute which was not enough to cut the bone. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.